Manufacturer narrative:
Examination and functional testing of the returned device was unable to confirm the reported event. The returned pin puller was functionally tested with a depuy retained pin and found the grab, hold and secure the pin as intended. The investigation could not verify or identify any product contribution to the reported event with the information provided as the returned device functioned as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pin jack did not remove the drill pins effectively. It didn't appear to grip onto the pins and was damaging the surface of them, creating metal shards.

Manufacturer narrative:
Device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.